Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery dropped from 35% to 100%. Customer reported blood glucose level was 161-216 (mg/dl). It was indicated that the customer was in contact with their healthcare provider to discuss back up insulin therapy options.